Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and flattened. During the investigation, the damage to the exposed portion of the soft cannula did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 550 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. No information was provided on how the hyperglycemia was treated.